Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that initially customer has been using 802002 drain bag as it was discontinued customer was provided with 802001 drain bag. It was reported that the drain bag was clogged. Representative explained that 802001 is the exact replacement of 802002. Also stated that if the bag was clogged it could have been due to sediments and briefed that there in no change in functionality of the 802001 drain bag. Customer also reported that the drain bag was leaking everywhere.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿poor interfaces with connections¿. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Directions for use: 1. Wash hands. 2. Remove protective cap from drainage tube and connect drainage tube adapter to catheter. 3. Fasten drainage bag to bedframe near the foot of the bed. Do not allow bag to touch floor. Important: hang drainage tube in a straight fashion from bedside to drainage bag. If drainage bag is placed even with patient¿s hip, coil tubing alongside patient. Tubing should be draped over patient¿s leg. 4. Check that urine is draining into bag. 5. To empty bag: a. Remove outlet tube from housing. B. Release clamp and empty bag. C. When bag is empty, return clamp to closed position and replace tube in housing. Note: if specimen is required, see directions for obtaining urine sample. 6. Wash hands. 7. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." The device was not returned.

Event description:
It was reported that initially customer has been using 802002 drain bag as it was discontinued customer was provided with 802001 drain bag. It was reported that the drain bag was clogged. Representative explained that 802001 is the exact replacement of 802002. Also stated that if the bag was clogged it could have been due to sediments and briefed that there in no change in functionality of the 802001 drain bag. Customer also reported that the drain bag was leaking everywhere.